Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported a vent inop condition, exhalation valve position error. No pt involvement reported.